Event description:
Pt who was implanted with the charite artificial disc in (B)(6)2007 reports that in (B)(6) 2009, he experienced problems. In (B)(6) 2010, plaintiff learned that the "disc was fractured". A revision was performed and charite was removed in a procedure performed in (B)(6)2010.

Manufacturer narrative:
Info is limited at this time. Pt experienced issues almost two years after placement of the implant. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.